Manufacturer narrative:
The manufacturing and material records for the device and nitinol stent involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis and its component stent satisfied all required material, visual, and performance standards at the time of manufacture and release. Since the device is still implanted and, as such, not accessible for testing, the manufacturer couldn't perform any further direct investigation. Despite several attempts to follow up on the reported event, the manufacturer was informed that no further information will be disclosed. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this perceval s valve. However, no information regarding the patient¿s clinical history was provided so this cannot ultimately be confirmed. As a further note, since no diagnostic images were shared with the manufacturer, it was not possible to assess if the perceval valve position was adequate to guarantee a normal functioning or if possible abnormal mechanical load and stress distribution on the prosthesis could have contributed to the early degeneration observed in this case. Ultimately, it should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.

Event description:
The manufacturer was informed that a tavi was recently performed inside a perceval s size 25 prosthesis implanted in 2020. The manufacturer has followed up with the implanting surgeon to retrieve additional details on the event and the device involved but has been informed that no further information will be disclosed.